Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in emergency room complaining of pain at the incision site. Upon device interrogation, the atrial lead exhibited loss of capture. X-ray revealed the lead was dislodged. The lead could not be repositioned due to difficulty in extending the helix and the lead continued to dislodge. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with dried blood/tissue. After cleaning, the helix was able to retract and extend by applying torque directly at the connector pin. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.